Event description:
Ous MDR - after an implantation duration of 23 months, intermittent increases of the lead impedance to > 3000 ohms were reported. The lead was explanted and an insulation defect in the area of the subclavian vein was observed. An explant and event date were not provided.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually and electrically. During the analysis of the lead, it was detected that the insulation of the lead body was massively damaged by squashing about 30 cm distal of the is4 connector pin. The coil was fractured at this site. This damage can with high probability be regarded as the cause of the clinical complaint. The observed damage manifestation requires excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body (squashing) leads to the assumption of excessive mechanical stress of the lead by the subclavian crush syndrome. In addition, cuts were noted in the insulation, which are most likely a result of the explantation. Blood had entered the lead at these sites. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.